Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. However, an investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. The serial/lot number was not provided therefore a DHR review could not be performed.

Event description:
A nurse reported to integra that a 600318 l-shape hook electrode 5mm32cm was used on (B)(6) 2018 during a laparoscopic cholecystectomy. It was stated that the l-hook was not coded at the back and is heating up easily. Due to this issue, the doctor believes he's slightly burning the liver while doing the surgery. No surgery delay was reported as the device was replaced immediately. No patient complications were reported.